Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: received email from director of surgery with the following information: from my chart reviews I don¿t think this issue is specific to perineo. So for now I am going to hold off on responding. Will you be providing additional information on the specific patient event? The customer responded that she was still reviewing hospital charts and checking with other people in the hospital to provide additional information. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Update to patient current condition. How long was the patient re-admitted? Initial procedure date. Location and incision size of product application? What prep was used prior to perineo use? Please describe how the adhesive was applied on the tape? Was incision re-prepped before closure? If so, with what? Was a dressing placed over the incision? If so, what type of cover dressing used? Date of reaction. What does the reaction look like? Please provide details. How large of an area does the reaction cover? Did the skin reaction extend beyond the borders of the tape? What was done to address the reaction? What type of medication? Dose? When (date) administered? Was the product removed? Was another method used to close the incision? Was the site cultured? If so, what bacteria were identified? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Were any patch or sensitivity tests performed? Product code and lot number involved. What is the physician¿s opinion of the contributing factors to the reaction? Please provide any photos of the reaction. Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients : has the patient been exposed to similar products, such as artificial nails. Was perineo/(B)(4) or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a total hip replacement procedure on unknown date and the topical skin adhesive was used. After the procedure, the patient experienced blistering where the device was applied. It appeared to be infected and the patient was re-admitted. The patient was treated with IV-antibiotic and oral antibiotic upon discharge. Additional information has been requested.